Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The implantable pulse generator (ipg) reported incorrect time of interrogation. The ipg was explanted and replaced with an implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.